Event description:
It was reported by service reported that the fowler would not raise or lower to the full up or down position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: the fowler gas assist cylinder was bent.